Event description:
Boston scientific rec'd info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) sys underwent a revision procedure due to a dislodged electrode which was identified as a routine f/u. The electrode was repositioned and remains in svc. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided.